Manufacturer narrative:
Tracking #.46798. Date sent: 11/13/1998. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test performed, it was confirmed that the reported "safety shield would not activate". The instrument was tested and found to arm intermittently. The device was inspected and the end cap weld was found to be skewed. The obturator handle was examined and found to contain a small protrusion which interfered with the movement of the reset button. It was concluded that the incident reported by the surgeon occurred due to a combination of these factors.

Event description:
It was reported the 355ld was used during a laparoscopic cholecystectomy. It was reported the scrub nurse noticed the safety shield would not activate. The red safety shield button would not stay in the forward position. The device was not used on the pt. Another device was opened to complete the case. There was no consequence to the pt.